Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-dd) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, there was a contact force issue with the catheter and a display issue with the display workstation resulting in a delay. After the catheter was connected, it was noted that the pressure did not display. The ensite x system displayed a persistent error message and showed the catheter as still inside the sheath. The ensite x system was restarted, and the catheter was removed and re-inserted, but the issue was not resolved. The ensite x system was restarted three times with no resolution. The catheter was exchanged, and the contact force issue resolved. Exchanging the display workstation resolved the sheath detection display issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported no contact force issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.